Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the anchor broke into so many pieces. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
The investigation was limited to the information provided as the device will not be returned for examination. The investigation could not draw any conclusions about the reported event with the limited clinical details provided. A complaint history review confirmed no additional complaints have been filed for this manufactured lot. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported 4.75mm healicoil rg sa, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during use, causing debris to enter the joint space. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchors can occur if the insertion sites are not prepared with appropriate instrumentation prior to implantation¿. . There were no indications that would suggest that the device did not meet product specifications upon release into distribution.